Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that when entering the 12-hour calibration blood glucose (bg), the pump always changes the amount that the patient enters. The amount by which the bg values were changed reportedly was different each time and there was no distinguishable pattern to the alleged issue. The reporter noted that the patient insisted the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings:a review of the black box and alarm history did not show any activity outside normal use. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump successfully paired with a test transmitted and the pump correctly display the entered bg calibration amount of 6.7mmol/l. The pump performed within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.